Event description:
On 10/17/2024, znyo medical received a report that during the preventive maintenance (pm), the device had failed the 30 psi and the flowrate test. 30 psi test failed at 43, with a maximum allowable value of 38 and the flow rate was adjust it close to a 5% deviation, no patient was involved.

Manufacturer narrative:
Recent complaints regarding the device highlighted issues with a pump that underwent routine maintenance testing by "intuvie." During testing, it was found that the pump's occlusion psi value was too high at 43, exceeding the acceptable threshold for the 30 psi. Additionally, the flow rate deviation was recorded at 5% surpassing the standard tolerance of 4.5%. To address these issues, the pump was calibrated, which successfully resolved the identified problems. A corrective and preventive action (CAPA) has been initiated to investigate the root cause of the reported event. Reference: complaint # (B)(4).

Manufacturer narrative:
This supplement serves as a correction. Upon further evaluation, it has been determined that this event does not meet the criteria to be classified as a complaint. The flow rate was within specifications. Reference to complaint #(B)(4).